Event description:
It was reported that during a balloon kyphoplasty procedure at t10, the ibt (inflatable bone tamp) would not advance down the trocar. It was reported that a drill was used prior to using the ibt. A new balloon was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: product analysis: complaint return ibt¿s partially inflated as received. When deflated, the balloons did not fully collapse, preventing the balloons from starting into the stylus cannula. Also, the stylus used during complaint event were not returned for analysis. Inconclusive; the instruments were returned in a manner unsuitable for evaluation. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.